Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, the stent dislodged. The device was not used on the patient. There is no additional event or patient information available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements were oversized and did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance technician analysis of the returned product noted no blood or contrast, which is consistent with the reported information the sds was not used. The stent was returned dislodged from the sds, confirming the reported dislodgement. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and/or interaction of the stent with accessory devices. The stent outer diameter dimensions were outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement at it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgment. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. This MDR is considered closed by product performance group.